Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was available. Patient identifier: complete entry = (B)(6).

Event description:
The customer reported a false elevated architect ca 19-9xr result. Sample ID (B)(6) generated an elevated result of 61.27 u/ml and lower results of 13.02 and 12.52 u/ml. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Return testing was not completed as returns were not available. Review of complaint activity for reagent lot 01025m800 identified elevated complaint activity. Review of tracking and trending reports did not identify any related trends for the architect ca 19-9xr assay. Using worldwide field data the historical performance of the complaint lot was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01025m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.